Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection of the photographs verified a dark female connector was separated from the main body. The reported condition was verified. The cause of the condition was due to inadequate solvent to the insert chip during the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (dark blue) female connector disconnected from the light blue main body of a ce minicap extended life pd transfer set. This was identified while in use on a patient at the end of a mini pet test (equilibration test to know the specific characteristics of the peritoneal membrane) for peritoneal dialysis (pd) therapy. A new transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.